Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Send customer to contact distributor for refund. Most likely underlying root cause: mlc-28-there was not enough information to determine the mlurc. Note: based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - (B)(4).

Event description:
Customer claims she purchase defected sarangis from supplies (B)(6) and will like us to replace them. Apologies to customer for the inconvenience. Advised due to varying state laws on prescriptions, we do not directly send these types of products, advised to have supplies contact their distributor regarding the defected product and for her refund.